Event description:
It was reported by the customer "patient came for 5fu disconnect. Leakage occurred in the port tubing while 5fu pump was connected. Patient wrapped with gauze and bandaids. Gauze and bandaids saturated. Patient did not call clinic or come in for evaluation. Mediport flushed with (+) blood return. Blood noted at the leakage site when flushed. Reported to md, np, and nurse leader. Port needle saved in yellow chemo bag and placed in soiled utility room." No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "patient came for 5fu disconnect. Leakage occurred in the port tubing while 5fu pump was connected. Patient wrapped with gauze and bandaids. Gauze and bandaids saturated. Patient did not call clinic or come in for evaluation. Mediport flushed with (+) blood return. Blood noted at the leakage site when flushed. Reported to md, np, and nurse leader. Port needle saved in yellow chemo bag and placed in soiled utility room."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "patient came for 5fu disconnect. Leakage occurred in the port tubing while 5fu pump was connected. Patient wrapped with gauze and bandaids. Gauze and bandaids saturated. Patient did not call clinic or come in for evaluation. Mediport flushed with (+) blood return. Blood noted at the leakage site when flushed. Reported to md, np, and nurse leader. Port needle saved in yellow chemo bag and placed in soiled utility room."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.